Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead appeared to have an insulation breach upon intraoperative physician assessment. The right atrial (ra) lead was recording high thresholds, and there was no capture recorded when healthcare staff performed lead testing during surgery. The rv lead remains active after medical adhesive repair was performed. The ra epicardial lead was capped and replaced successfully during surgery. No patient complications have been reported as a result of this event.